Manufacturer narrative:
The device was discarded by the physician and not returned for analysis. The device history review (DHR) was reviewed and no anomalies were noted. All devices are 100% tested at the time of manufacture.

Event description:
It was reported to nuvectra that a revision was performed due to both leads migrating into the stimulator pocket. Subsequently, the leads were replaced and the patient is doing well.